Event description:
It was reported that the user received an insulin occlusion alert on the ilet followed by an alert 38 indicating consecutive stalled motor and a prompt to restart the device; after clearing alerts, a dry run produced no further alerts, and the user was instructed to perform a full supply change when able. Symptoms included hyperglycemia with a reported blood glucose of 401 mg/dl. Outcomes included temporary interruption to insulin delivery and user inconvenience. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed that alerts were cleared and not reproducible during a dry run, suggesting a transient delivery interruption potentially related to supplies or motor stall. It was concluded that the event was consistent with an insulin delivery disruption due to an occlusion and consecutive motor stalls, with resolution steps provided through supply replacement and system restart. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.